Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating while connected to a power source. Customer's blood glucose level was 119 mg/dl. In addition, it was reported that the customer received a power source alert after plugging the pump into a power source. Customer's blood glucose level was 119 mg/dl. The customer's blood glucose was 150 mg/dl. Reportedly the customer continued to use the pump for insulin therapy, but also has manual injections if needed.